Event description:
During the case, the tip of the multifire scorpion needle broke off in the patient's shoulder. The surgeon used the mini c-arm to locate the needle tip in the shoulder cuff. Attempts to retrieve the needle tip was unsuccessful. The company representative came up to risk management to retrieve the lot number off the packaging in order for him to complete his report.